Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-02601 / 02605). Product location unknown.

Event description:
Patient underwent a hip revision due to infection.

Event description:
It has been further reported that the alleged event was a revision of competitor product.